Manufacturer narrative:
Date of event is estimated. The lead was discarded. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system diagnostic revealed high impedance. As such, the patient experienced ineffective therapy. In turn, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.